Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the reported information and the pictures of the delivery catheter system (dcs), the capsule was not closed prior to retrieval of the dcs through the hemostatic valve of the introducer sheath. The instructions for use (IFU) instructs the user to close the capsule prior to dcs removal. The closed capsule provides support to the plunger tip and provides a smooth exit to prevent the tip from catching on the hemostatic valve. Additionally, the user attempted to retrieve the partially deployed valve though the dcs. Retrieval after partial deployment is not recommended in the instructions for use (IFU). Without return of the product, a definitive conclusion could not be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, the valve dislodged. An attempt was made to retrieve the valve but it could not be completely retrieved into the capsule. The introducer sheath accordianed. It was determined that the only way to get the valve out was to cut the catheter, clamp it so the inner core would not advance, and place a larger sheath over system to retrieve the valve and catheter. A larger sheath was advanced over the cut and the dcs catheter was clamped but the sheath would not advance into artery. Another sheath, was placed inside of the larger sheath to serve as a transition from one sheath to the next sheath. The larger sheath was then able to advance into the vessel and over the valve and dcs catheter. The system was then pulled out as a whole without further difficulty. A different valve was implanted without difficulty. The patient required a cutdown repair of the right common iliac. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).